Manufacturer narrative:
A ge svc rep performed an onsite investigation. A pin in the lemo connector was repaired. The sys was then found to be operating as intended.

Event description:
The customer reported that they were either getting no video (image) or no x-ray. There is no report of pt injury.